Event description:
It was reported that this right ventricular lead was scheduled for revision due to perforation on the heart wall. Patient underwent a pericardiocentesis. The lead was explanted, successfully replaced and it was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Electrical continuity testing passed indicating conductors are intact. A hipot test passed indicating no electrical shorts between conductors.a stylet insertion test passed without issue indicating no blockage in the lumen. Tissue was observed entwined in the lead tip helix. No known device problem was reported. The perforation and pericardial effusion ar-patient codes cannot be confirmed by product analysis

Event description:
It was reported that this right ventricular lead was scheduled for revision due to perforation on the heart wall. Patient underwent a pericardiocentesis. The lead was explanted , successfully replaced and it was returned. No additional adverse patient effects were reported